Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: 2/28/2014- decontamination report received for left hip components. No dor provided. Update: 3/3/2014 ppd with medical records received. The sides and doi's that were previously reported were mismatched with the part/lot numbers. The dor that was previously reported is correct. Medical records indicate that the right hip was revised due to a fibrous fixation of the cup, and loosening of the srom stem. The srom stem and srom sleeve are being added to the complaint.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2008. Pt was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2009. On or about (B)(6) 2011, pt became aware that the pain and problems he was and is experiencing are related to the failed depuy asr. Pt had the left asr hip implant revised on (B)(6) 2011. There is no mention of the right implant being revised.